Manufacturer narrative:
Additional information: block h6: device code a0501 captures the reportable event of dart detachment. One capio device was returned with no deployment suture. A visual examination of the returned capio slim device revealed that the 10 riveting pins were in place. No issues were noted with the catch and carrier, handle and the distal end. A functional analysis was also performed using a suture dart for testing. The purpose of this step was to ensure that the dart penetrated the cage without issues. The test was repeated 3 times and revealed that the suture dart was loaded into the carrier and was properly positioned in the carrier. The tip of the dart did not protrude from the capio device tip. The suture was gently pulling down and was held firmly in place. The plunger was fully depressed in one continuous motion, and the dart penetrated into the cage without any issues. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. Based on the analysis of the returned device, the alleged complaint of dart detachment of device or device component, device damage/deffective and unretrieved device fragments could not be confirmed as no issues were noted with the device testing during device analysis and the suture was not returned for analysis. Therefore, the investigation concluded that the most probable cause for this event is no problem detected. A labeling review was performed and, from the information available, this device was used per the directions for use (dfu) / product label.

Event description:
It was reported to boston scientific corporation that a capio slim device was used during a sacrospinous fixation procedure performed on (B)(6) 2021. During the procedure, the dart was initially not captured by the device. After the deployment of the device on the patient's right side, and after the carrier was retracted, it was noticed that the dart was missing from the capio device. The physician tried to locate the detached dart by palpation and inspection and tried to remove the dart from the patient by suction; however, the detached dart was not retrieved. The procedure was completed with another capio slim device. There were no patient complications as a result of the event. The condition of the patient after the procedure was good.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a capio slim device was used during a sacrospinous fixation procedure performed on (B)(6) 2021. During the procedure, the capio slim device was reportedly not working properly and the dart of the capio suture was then inadvertently left in the patient. It is unknown if there were attempts made to retrieve the detached dart from the patient. The procedure was completed with another capio slim device. Boston scientific has been unable to obtain additional information regarding the event to date despite good faith efforts.